Event description:
It was reported that during an insulin cartridge change, the tubing fill was interrupted and approximately 30 units of insulin leaked into the pump cartridge chamber due to the connector not being attached properly. The user then dried the chamber, installed a new cartridge correctly by placing the cartridge in the pump first and attaching the adapter in-pump, and the pump functioned afterward, with no changes in blood glucose and no medical intervention; the issue involved a leak/splash associated with the reservoir component. No reported symptoms. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with leakage at a seal and a leak/splash associated with the reservoir component, with the event attributed to user incorrectly attached the connector. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component-related failure mechanism.